Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the scrub tech opened the cs insert and realized there was a hair follicle inside the vacuum sealed container on top of the insert. The scrub tech handed the insert still in the container to the nurse. The insert was never touched therefore, no contamination occurred. This event occurred at (B)(6) hospital, (B)(6). Again, the insert was never taken out of the container.